Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was pushed down after the flight landed. Blood glucose value was 140 mg/dl at the time of the incident. The customer did not complete troubleshooting due to not having a new battery. Customer was advised to call back if issues persist. The insulin pump will not be returned for analysis.